Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds measuring 4.0v/0.6ms. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.